Event description:
System was in operation on a pt for a whole body study. During the scan, the technologist found unintended movement of detector towards the pt and the hand controller did not stop this detector motion. Pt was touched by the detector below the knees but no serious injury was reported.